Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer stated he felt incoherent, real weak and shaky. No medical treatment rendered was reported. There was no third party medical intervention, death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.